Event description:
Facility reports during a phone conversation in 2004 venous line disconnected from the pt's subclavian catheter during a dialysis treatment. Facility not able to estimate amount of blood loss. There was no machine alarm. The pt was hospitalized and expired a few days later. Informant does not know cause of death. Lot is unknown. A DHR will be done on the 7 lots delivered to this facility (3pr140, 3pr160, 3pr179, 3sr068, 3sr083, 4ar084, 4ar092). All combisets delivered to this unit were sap# 3-2922-7. Sample is not available.